Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired on (B)(6) 2016. The cause of death is unknown. It is also unknown if the patient's death is related to pump therapy.